Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were having issues with sensor not accepting calibration and getting change sensor alert. The customer's blood glucose was 49 mg/dl and treated by drinking orange juice. Customer declined troubleshooting for low blood glucose readings. The sensor will be returned for analysis.